Event description:
It was reported that "out of the box, the flexion limiter won't stay put on one side''.

Manufacturer narrative:
It was reported that the lock hinge is allegedly broken. No injury reported. To date, the actual device has not been returned. Other devices have been evaluated and the root cause of the complaint is a damaged component, confirmed to be the same malfunction found in 9616086-2023-00007.